Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument did not work. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use and nothing was observed out of the ordinary. The vse instrument worked (sealed successfully) during the procedure. No errors occurred when the vse instrument was used. During the sealing sequences, there was an audible signal (continuous tone) while the pedal was pressed. The seal cycles completed with the fast audible tones as expected. However, the customer indicated that no tissue effect was observed during the sealing cycle. Post-operatively, multiple bleedings on the mesocolon were identified which had to be stitched. The customer concluded that the vse instrument had insufficiently sealed the target tissue which was "mesosigma with chronic inflammation." The target tissue was not under tension during the sealing/cutting process. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. The estimated blood loss was 200 ml. The surgeon believes the vse instrument did not close properly and was ultimately ineffective in terms of achieving hemostasis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. A visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed an initialization test. The instrument was placed on an in-house system and failed initialization on 3 of 3 attempts. The system displayed error "self-test failed. Remove instrument. Warning: blade may be exposed". The logs were unable to be retrieved during this time. The loose grip cable at the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases.

Event description:
Refer to h11 for follow-up information.